Event description:
This is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized (B)(6) 2011. It is unknown if a peritoneal effluent culture was performed. Treatment was not reported. The patient was recovering and still hospitalized. Dianeal therapy was ongoing. The consumer believed the peritonitis was caused by seafood. The nurse believed the peritonitis was not related to dianeal therapy. The nurse declined further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were returned to baxter, batch records were reviewed and no issues were noted. A root cause was not identified due to insufficient information. A labeling review was not required since there is no suspected use error or problem associated with label content. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.